Event description:
Developed empyema and bloodstream infection with mycobacterium abscessus 4 months after double lung transplantation with cardiopulmonary bypass (cpb) using terumo hx2 heater cooler.